Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has an specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00235 for info related to the composix mesh. Info related to the recalled composix kugel mesh will be reported in accordance with rae (B) (4).

Event description:
Attorney reported: pt sustained injury and damages associated with his use of defective product a bard composix mesh, modified kugel mesh, and composix kugel mesh patch. Specifically, as a result of having the 3 patches implanted in pt, pt suffered disabling pain and required surgical intervention.